Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 6/24/2021. H.6. Investigation: photos received for investigation, image shows a blister pack with catalog # 309657 lot #0332008, and another image shows two 3 ml syringes. Upon observation it is not possible to observe the reported failure. Additionally, physical samples were received, twenty were analyzed. Upon visual inspection, no damage or defects can be observed. Functional tests were performed on the samples and no leakage was identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked when attached to the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the non plastipak is leaking when attached to tubing that is currently being used as the facility."

Manufacturer narrative:
H.6. Investigation: photos received for investigation, image shows a blisterpack with catalog # 309657 lot #0332008, and another image shows two 3 ml syringes. Upon observation it is not possible to observe the reported failure. Because there are no physical samples, it is not possible to deepen the analysis of the reported defect, so it is not possible to reproduce the reported defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked when attached to the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the non plastipak is leaking when attached to tubing that is currently being used as the facility.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked when attached to the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the non plastipak is leaking when attached to tubing that is currently being used as the facility."